Event description:
Clinical study. Same case as 6000089-2007-00421, 6000089-2007-00422. It was reported that 122 days after a coronary drug eluting stenting treatment procedure, the pt experienced acute coronary syndrome leading to target vessel reintervention (tvr). The lesion being treated in the index procedure was located in the left anterior descending artery (lad). The physician treated the lesion by implanting 3 overlapping taxus express2 (2.75 x 24mm, 2.50 x 12mm, 2.75x 12mm) study stents. One hundred twenty two days after the initial procedure, the pt developed recurrent angina and underwent elective urgent coronary angiography which revealed subtotal occlusion with timi 1 flow and diffuse in-stent restenosis. Target lesion revascularisation was undertaken with balloon dilatation, cutting balloon inflation, and deployment of a non bsc drug-eluting stent.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.